Manufacturer narrative:
Batch review performed on 18 october 2021: lot 2102555: (B)(4) items manufactured and released on 06-apr-2021. Expiration date: 2026-mar-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 18 october 2021. Ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot. 176837. Lot 176837: (B)(4) items manufactured and released on 23-feb-2018. Expiration date: 2023-feb-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 weeks after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.